Manufacturer narrative:
This was not an issue with the device. The consumer was hit by a car while in device.

Event description:
Alleges consumer was in chair and was hit by a car. Alleges customer was driving on shoulder of the road and proceeded to cross the road when a vehicle who could not see customer hit him.